Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 578 mg/dl. The customer was treated high using the pump. Customer's blood glucose value was 578 mg/dl. The customer declined troubleshoot for high blood glucose levels. Customer set had alerted no delivery alarm and then afterwards change out the whole set and now got no delivery alarm burring a bolus attempt. Customer also took another ready and blood glucose was high again of 412 mg/dl and this is after set change. The customer reported that insulin pump had no delivery alarm. Customer was alerted no delivery alarm during bolus attempts. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was returned for analysis.